Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer reported that they were high when they checked the blood glucose 3 days ago and had to use the manual insulin. The customer reported that was because of the motor error they were getting but they feeling okay because the pump was working. The customer reported motor failed. The customer reported that it gradually happened over the last year and increase getting the alert over the last 2 months. The customer reported that they were able to clear the alarms and were able to complete rewind. The insulin pump passed the self test but it kept happening the past 2 months and had to turn off the insulin pump for 2 days. The device will be returned for analysis.